Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the under infusion, which was reproduced. The investigation found that the cause of the reported symptom was determined to be caused by loose mechanism screws and missing door hook shims. The correct shim size was determined and the device then passed flow testing. The device was calibrated to ensure proper flow rates of infusions. Additional information: component missing, underinfusion, inaccurate delivery.

Event description:
During baxter's evaluation of a spectrum pump, the device delivered at a lower rate or volume than programmed (under infusion). There was no patient involvement.